Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileocolic anastomosis on an open right colectomy, there was an incomplete staple line. A new reload was used with no good result. In order to fix the staple line, it was over sewed, resected and re-stapled. Another device was used to complete the case.